Event description:
It was reported that during an initial deep brain stimulation implantation, there was a problem fixing the burr hole device in place with the provided screws. The neurosurgeon stated the screws were perceived as too short compared to prior versions, and that even when the device bent over the skull to adjust to its shape, the screws did not hold it adequately because the screw thread did not stay well enough in the skull bone. It was reported that the screws came loose and slipped out, and additional time was required to manage the fixation issue, which delayed the surgery. An alternative screw from another manufacturer was used to complete fixation, and the procedure was successfully finalized. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.